Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D11: unk humeral head, cat#: n,I lot#: ni. Unk humeral stem, cat#: ni, lot#: ni. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-03870.

Event description:
Medical records were received and indicate that the patient underwent an initial right cemented anatomic total shoulder arthroplasty. The patient has since reported ongoing pain, range of motion limitations, and instability while maintaining an active lifestyle. Patient was in an atv accident where he sustained rib fractures and injured his shoulder. The surgeon diagnosed loosening and some subsidence of the humeral stem with radiolucency of the glenoid. Further, he states that there is nothing more that can be done for the patient without revision which has not been planned at this time. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: patient had pain which was controlled for 4 months postop. Pain was significantly increased due to weight lifting therapy and attempts to regain rom. In the following months, after improvements to pain and rom, the patient experienced popping and burning in shoulder due to increased workload. The patient continued to exacerbate his shoulder pain by overworking 1 year post op. Surgeon noted the patient¿s shoulder would not likely improve without intervention. Continued pain congruent with work in the following months. Labs and CT ordered approximately 2 years post op showed no infection and prosthesis in good position with no radiolucency. 6 years postop, after an injury, x rays revealed radiolucency along the stem with some subsidence, but no evidence of fracture or dislocation, no obvious loosening of glenoid. 10 years post op, surgeon recommends revision but not until patient is done working. Diagnosed with loosening in the following year. Surgeon reiterated a loose glenoid and humeral component, continues to recommend a revision which the patient does not want. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-03509.

Event description:
It was reported that patient is experiencing pain and a reduced range of motion post implantation. No revision has been reported to date. Attempts to obtain additional information have been made; however, no more is available at this time.